Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The steps taken to resolve the overstimulation and difficulty recharging implant was replacing the devices. The overstimulation was fixed. They were having problems, in that their ins was taking longer to recharge than ever before and they did not know why. They were frustrated but did not know what else to do about it.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# :(B)(4), product type: programmer. Patient product ID: 97745, serial#: (B)(4), product type: programmer. Patient product ID: 97755, serial# : (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported that they were charging their ins and felt a sudden, strong surge through their legs and buttocks. They tried to turn off their stimulation, but the controller would not allow them to. The surge stopped and the controller language was suddenly changed. A few days later they were trying to change their ins and after 90 minutes it only had increased 20%. Additional information was received from patient who reported that as soon as patient received the replacement controller, patient started recharging session and sees excellent. Patient stated from here, it dropped to a screen that said 'recharging needs attention (screen 52).' Patient reported frequently losing excellent connection. Patient used to hear an alarm when this would happen, but now she doesn't hear it. Patient stated at one point, she charged for 45 minutes, and the battery didn't increase from 50%. Patient stated before she was able to recharge the ins fully in 45 minutes. Patient stated one day, she was able to get the ins to charge up to 80 or 90% but that usually doesn't happen since she got this replacement controller. Patient confirmed the issue was occurring while attempting recharge her ins on the call. Patient was redirected to repair and a replacement recharger was requested. No patient symptoms were reported. Additional information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that the new recharger did not resolve the issue, the ins was still not increasing. The controller would stop charging by itself and said it was finished. It happened two times on the phone within 20 minutes. They cleaned the connector by inserting and reconnecting the recharger 8-10 times, and it seemed to be working. It increased from 40% to 50% in 14 minutes. No patient injury reported. Additional information was received. It was reported the patient still had the same problem. It was noted since the controller, recharger was replaced, and external equipment was ruled out. The patient was redirected to their healthcare provider.